Event description:
A us distributor returned a monitor and reported monitor was experiencing sd card faults.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (sd card fault) was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.